Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: according to the sales representative, this is the seventh occurrence associated with the same lot number, involving seven different patients. The sales representative indicated that complaints have already been submitted for the other six occurrences. The consumer has expressed that they do not wish to continue using this lot number. No patient consequences were reported. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - it was mentioned that "this is the seventh occurrence associated with the same lot number, involving seven different patients. The sales representative indicated that complaints have already been submitted for the other six occurrences". 5 files were identified (B)(4). Could you please confirm if these files belong to this complaint? Are there any other pc numbers related to this file. - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. - please provide the title of external person providing answers to follow-up.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2026 and suture was used. During the procedure, the suture broke just below the swage of the needle. There were no adverse patient consequences reported. Additional information was requested.